Event description:
The customer reported hospitalization due to low blood glucose. Customer stated that she was driving and had low blood glucose last february. Customer's blood glucose was 40 mg/dl. The patient was in a vehicular accident and was the driver. Customer stated that the cause was she had major weight loss of 40 lbs. Customer was taken off the insulin pump for a while. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.